Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 141mg/dl. A system check was performed and the occlusion was found to be within the infusion tubing. Reportedly, the customer uses apidra insulin in their cartridge which is contraindicated to be used with the pump. The customer stated a supply change would be performed to address the occlusion alarm.